Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had two faulty rectal tube incidents. The first one the dignishield balloon had a slow leak and fell out. The second one used would not deflate to remove from the patient. They had 3 remaining from that lot and had been instructed not to use due to patient safety. Are they able to please get a refund for those tubes.

Event description:
It was reported that they had two faulty rectal tube incidents. The first one the dignishield balloon had a slow leak and fell out. The second one used would not deflate to remove from the patient. They had 3 remaining from that lot and had been instructed not to use due to patient safety. Are they able to please get a refund for those tubes.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. This MDR is being retracted as it is a duplicate of a record previously submitted 1018233-2026-02483. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.